Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet injury. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 (estimated date) to treat degenerative mitral regurgitation (mr). One clip was implanted, reducing mr. On (B)(6) 2022, the patient returned decompensated with mr increased to 3. The clip was still attached to both leaflets, but the posterior leaflet was observed to have a tear. On (B)(6) 2022, a second procedure was performed. One clip was implanted lateral next to the first clip, reducing mr to 1. No additional information was provided

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported tissue injury (tear on the posterior leaflet). The heart failure appears to be a cascading effect of the tissue injury. Tissue injury and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. D6a: estimated date (05/01/2020).